Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient programmer was not working. The caller said the physician called in (B)(6) and they had put the pp from simple mode back to advanced mode. The physician said if it switched again, to call back and get a newpp. The caller was seeing 2.90 and 3.40 and only one group. They were seeing lower limit reached when trying to decrease to 3.4. The caller could not increase or decrease due to limits. The patient was advised to call their physician as a new pp would not resolve the issue. No patient symptoms were reported. Additional information was received from a consumer reporting they did meet with the healthcare provider (hcp) who stated the patient does need a replacement. The pp keeps reverting back to simple mode when it needs to be advanced. It was reviewed that a remote will not resolve this and to make an appointment with the hcp. However, the caller wanted a replacement. The stated the patient has always had issues with their legs (is not new) and that is why the hcp had them have access with the advanced mode. They stated other issues since after implant. They had tremors before implant and after, tremors were gone, that is good and patient is still on medications. However, they have ongoing issues with their legs and sometimes the patient has issues with tremors and that is why they use the pp. A replacement pp was sent. Additional information was received from a manufacturer representative (rep) reporting that the patient received their replacement patient programmer (pp) and it is not a pp issue as the issue has persisted. The physician indicated the patient was programmed with 2 groups and amplitude adjustments available on both. The implantable neurostimulator (ins) seems to spontaneously revert from advanced adjust to simple mode and the patient is only seeing simple mode. The clinician tablet confirmed that advanced adjust was the option selected. The rep does not have the patient's programming/parameter report. The rep was temporarily able to get advanced adjust mode working again by changing to simple mode, then changing back to advanced adjust, but the patient reports that it had switched back to simple mode again. Complete re-programming, program advanced adjust as a final last step, and simple mode is not an option with multiple group was reviewed. The rep will set up an appointment to see what the patient is actually programmed with. The ins seems to be working fine aside from this issue additional information received from the manufacturer¿s representative (rep) reported the healthcare provider (hcp) interrogated the device on (B)(6) which was before the issue occurred. During the interrogation the patient only had one group, group a, so the hcp added a second group and made them both advanced adjust with amplitude limits. The patient checked with the patient programmer (pp) at the time of the appointment and confirmed two groups were available and made adjustments. The rep met with the patient on (B)(6) and the clinician tablet history showed the lats four programming sessions only had group a including the session from (B)(6) and the last time they were group and group b were (B)(6) 2019. The rep. Was going to follow-up with the hcp to try to get the history information from the (B)(6) session report. The rep. Was also going to follow-up with the hcp and patient about getting the device programmed to the intended settings with group a and b.

Manufacturer narrative:
Continuation of d11: product ID 37642 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting they did meet with the healthcare provider (hcp) who stated the patient does need a replacement. The pp keeps reverting back to simple mode when it needs to be advanced. It was reviewed that a remote will not resolve this and to make an appointment with the hcp. However, the caller wanted a replacement. The stated the patient has always had issues with their legs (is not new) and that is why the hcp had them have access with the advanced mode. They stated other issues since after implant. They had tremors before implant and after, tremors were gone, that is good and patient is still on medications. However, they have ongoing issues with their legs and sometimes the patient has issues with tremors and that is why they use the pp. A replacement pp was sent. Additional information was received from a manufacturer representative (rep) reporting that the patient received their replacement patient programmer (pp) and it is not a pp issue as the issue has persisted. The physician indicated the patient was programmed with 2 groups and amplitude adjustments available on both. The implantable neurostimulator (ins) seems to spontaneously revert from advanced adjust to simple mode and the patient is only seeing simple mode. The clinician tablet confirmed that advanced adjust was the option selected. The rep does not have the patient's programming/parameter report. The rep was temporarily able to get advanced adjust mode working again by changing to simple mode, then changing back to advanced adjust, but the patient reports that it had switched back to simple mode again. Complete re-programming, program advanced adjust as a final last step, and simple mode is not an option with multiple group was reviewed. The rep will set up an appointment to see what the patient is actually programmed with. The ins seems to be working fine aside from this issue. Additional information received from the manufacturer¿s representative (rep) reported the healthcare provider (hcp) interrogated the device on (B)(6) which was before the issue occurred. During the interrogation the patient only had one group, group a, so the hcp added a second group and made them both advanced adjust with amplitude limits. The patient checked with the patient programmer (pp) at the time of the appointment and confirmed two groups were available and made adjustments. The rep met with the patient on (B)(6) and the clinician tablet history showed the lats four programming sessions only had group a including the session from (B)(6) and the last time they were group and group b were (B)(6) 2019. The rep. Was going to follow-up with the hcp to try to get the history information from the (B)(6) session report. The rep. Was also going to follow-up with the hcp and patient about getting the device programmed to the intended settings with group a and b. Additional information was received stating the session report came back and confirmed that the patient was sent home in advanced adjust mode. He has asked the rep to meet with the patient and reestablish patient limits so the patient can adjust amplitude. Additional information was received stating the issue had resolved. The patient was switched back to advance adjust.